Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
One cadd extension sets was returned for analysis. The sample was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional leak testing was performed using hydrostat vessel and leaking was detected in the air vent of the filter. The customer's reported problem was confirmed. Notification of this complaint to the production personnel was conducted by the production supervisor and additional investigation was order to identified root cause and implement proper corrective actions. The problem source of the reported problem is unknown.